Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "would not hold the bur." The device was used in craniotomy surgery. The device was tested before having any contact with the pt. No injuries or medical intervention were reported. There was no add'l info provided.